Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 718mg/dl. The customer stated that she possibly injected in an area that has scar tissue. The customer stated that her high glucose was treated with insulin drip while staying in the hospital. Troubleshooting was performed. Reviewed the programming and settings on the insulin pump. Ran a fixed and high pressure test and the device passed the tests. No further info was provided.